Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the adhesive label containing lot information was torn."

Manufacturer narrative:
H.6 investigation summary: catalog number: 367819. Batch number: 1340573. Two customer photos were received for review and analysis. After review and analysis of the photo, bd is able to confirm the customers reported defect code. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® serum tube there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the adhesive label containing lot information was torn."